Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received guidance from technical support to inspect the cartridge and pneumatic tap area, clean it, and ensure the cartridge was properly attached. The issue was resolved as the customer successfully completed the loading process and resumed insulin delivery.